Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded properly into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lapa cholecystectomy event description: [user facility] there were clip issues with 2 clip appliers during a surgery. The complaint files are individually created for each event unit. The following complaints occured during the same surgery. 1 of 2 complaint#: 2024-000840 [MFR #2027111-2024-00596]. 2 of 2 complaint#: 2024-000843 [MFR #2027111-2024-00595]. "When squeezing the trigger, the clips were not fired repeatedly (sometimes the clips were fired, but sometimes not). The issue is the same with the issue of products on the clip applier recall list and it occurred repeatedly. The other device from another lot had no problem so we decided to have the event devices returned and report cers." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lapa cholecystectomy. Event description: [hospital]. There were clip issues with 2 clip appliers during a surgery. The complaint files are individually created for each event unit. The following complaints occurred during the same surgery. 1 of 2 complaint#: (B)(4), 2 of 2 complaint#: (B)(4). "When squeezing the trigger, the clips were not fired repeatedly (sometimes the clips were fired, but sometimes not). The issue is the same with the issue of products on the clip applier recall list and it occurred repeatedly. The other device from another lot had no problem so we decided to have the event devices returned and report cers." Product is available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.